Event description:
Related manufacturer reference number: 2017865-2024-33846. It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right ventricular (rv) lead was oversensing noise which caused high ventricular rate (hvr) episodes. The right atrial (ra) lead was oversensing noise as well, which caused automatic mode switch (ams) episodes. No intervention was performed. The patient was in stable condition.